Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The 90% stenotic lesion was located in the calcified and non-tortuous left anterior descending (lad) coronary artery. The balloon was inflated to 13 atms for 10 seconds. It took several minutes for the quantum maverick monorail to successfully deflate. The patient remained asymptomatic during this time. The device was removed without incident. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."